Event description:
Device 2 of 2: reference MFR report: 1627487-2013-25143. It was reported the pt is experiencing overstimulation and pain at the ipg and lead site after she fell and broke her hip. It was also reported the pt experienced ineffective stimulation before the fall. The pt wants to undergo surgical intervention and does not want her system interrogated.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.